Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was in the left anterior descending artery. A 3.0x16mm taxus liberte drug eluting stent (des) had been selected to treat the target lesion. During insertion into the guide catheter, the stent dislodged in the guide catheter. The device was outside the patient. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed that the device was returned with the stent attached to the balloon. No issues with the crimped stent were noted. However, device analysis found the hypotube had broken approximately 25cm distal from the catheters strain relief. This type of damage is usually consistent with excessive force being applied to the device upon meeting some form of restriction. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is unknown.